Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10/2.00mm flextome¿ cutting balloon¿ was selected to be used for. During first inflation, it was noted that the balloon ruptured at 6atm. The procedure was complete with a different device. No patient complications reported.